Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. The patient had been lost to follow up. The device was explanted and replaced due to normal elective replacement indiciator on (B)(6) 2013.